Event description:
The pt underwent a sling procedure and a vaginal hysterectomy, oophorectomy, and utero-sacral suspension in 2004. About 6 weeks later the pt was diagonsed as having necrotizing fascitis in the anteriior thigh lymph groin region, away from the incision or exit sites. The physician reports that he does not feel that it is related to the sling and that the incision sites do not show inflammation or redness. Surgery was done to debride the area of the anterior thigh where gas was noted on CT. The pt has a history of a chronic lymph node on the left for the past 2 years and it was believed that this was possibly the source of the necrotizing fascitis. The lymph node was removed during surgery. The pt was continued on antibiotics after surgery and switched to oral antibiotics. During the week of same time, the pt presented with a "reoccurrence" on the abdomen. The area is above the anterior susperior iliac spine.